Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the abdominal aorta. During preparation, the physician inflated the 17-110 equalizer balloon outside the pt's body and then "noticed the pinhole rupture on the balloon at that moment". The procedure was successfully completed with another 17-110 equalizer balloon. Pt status is reported as "good".